Manufacturer narrative:
Eval method - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
This x-ray system made a loud pop noise and then the power shut off while the pt was on the table. The main three phase power breaker at x-ray generator tripped to the off position.